Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause of low bg was unknown. The customer received third party assistance from their wife, who provided orange juice and breakfast bars to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.